Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9280140. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications [(B)(4)] noted that did not pertain to the complaint. Occurrence: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate (not drawing) on lot # 9280140. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, difficult/unable to operate (not drawing) was captured and addressed appropriately. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 3 bd insulin syringes with the bd ultra-fine¿ needle would not draw up insulin during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "consumer reported finding 7 syringes last night that would not draw up insulin and 3 more this morning from this box. Using humalog and lantus insulin."